Manufacturer narrative:
The original staple that did not compress was not returned to ot medical. Ot medical did obtain a staple from that same lot for evaluation. It was tested in body activation temperature water to determine if the staple compressed. The staple immediately compressed. As we learned during the re-operation, the staples functioned properly and fully compressed. The surgeon stated it was related to the technique and the alignment of the fracture and not the implants. Device not returned.

Event description:
The surgeon used three (3) 10x10 staples for an ipj fusion on (B)(6) 2014. The 1st staple did not compress and was replaced with a new staple along with a 2nd staple. A post-op film showed separation of the bones and the surgeon believed the patient would not achieve fusion and decided to re-operate on (B)(6) 2014. When the surgeon went to re-operate on (B)(6) 2014, the surgeon stated that the two staples were indeed fully compressed and operating correctly. The sales representative stated that the surgeon stated that this was related to a technique issue along with the way in which the fracture lined up. The surgeon stated that it was not implant error.